Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation findings from (B)(6) 2012 CT scan: there appears to be poor wall apposition in the proximal and distal ends of the device. There doesn't appear to be contrast outside of the implanted device. The dissection appears to extend proximal to the aortic bifurcation. Unable to confirm whether there was or wasn't a dissection in the descending aorta prior to implantation due to receiving only one time-point.

Event description:
On (B)(6) 2011 the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2012, computed tomography (CT) scan revealed a dissection distal to the original implant. The dissection extended into the infrarenal aorta, culminating in a small abdominal aortic aneurysm (aaa). On (B)(6) 2012, the pt was implanted with a gore tag thoracic endoprosthesis to treat the dissection. The device covered the primary entry tear, and the dissection was resolved. The pt tolerated the procedure. The physician decided to take a wait and watch approach with the small aaa.